Event description:
It was reported that the patient presented to the emergency room due to a beeping sound coming from the device. Upon interrogation th right ventricular lead exhibited high impedance, noise and a decrease in r-waves. The device was reprogrammed.